Event description:
V-cath inserted in 2002 for home administration of antibiotics. Two weeks later family member was to administer antibiotics dose and noticed the catheter had broken at hub. Pt sent to hospital for removal of entire catheter.